Event description:
User reported 2 false positive results. Negative by pcr. This report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6) (3014862188-2022-00516: test 2 of 2).